Manufacturer narrative:
Additional information was added to h4, h6, and h11: h4: the lot was manufactured between september 9, 2024 ¿ september 11, 2024. H11: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume folfusor did not diffuse medication during patient infusion. The device contained fluorouracil. The device was connected to the patent's implantable chamber. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.